Event description:
It was stated that the insulin pump had low battery life. The customer used the proper batteries. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No low battery life was noted.